Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was not confirmed. A technical investigation was performed, and no faults were found. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the visera 4k uhd camera control unit had error 116 and error 118. No patient harm was reported with this event. Additional information has been requested regarding this event, however, it has not been received.